Event description:
It was reported that this right ventricular (rv) lead had fractured resulting in a high rv impedance being observed. The device was reprogrammed for unipolar pace and sensing. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had fractured resulting in a high rv impedance being observed. This rv lead was explanted and replaced with a new rv lead. No adverse patient effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 175 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the high rv impedance observed was likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead had fractured resulting in a high rv impedance being observed. This rv lead was explanted and replaced with a new rv lead. No adverse patient effects were reported. This lead is expected to be returned to boston scientific for analysis.